Event description:
The customer called stating the audible tones no longer work on the insulin pump. Troubleshooting was performed and the insulin pump failed the tone test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.